Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was moderately calcified, moderately tortuous and 80% stenosed. The nc trek balloon ruptured during inflation at an unknown pressure. A new nc trek was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information can or will be provided.